Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level above 600 mg/dl. Customer¿s current blood glucose level was 230 mg/dl. The customer was treated with manual injections for high blood glucose values. The customer experienced symptoms such as headache. Customer stated that they did not receive any alarms of the insulin pump. The troubleshooting was not performed for high blood glucose values. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing. Insulin pump passed the dat test at 0.08745 inches.